Manufacturer narrative:
The reported failure of [the device software has detected a large pressure drop between the monitor and outlet pressure sensors] is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a service required alarm occurred on a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo was returned to the third-party service center for evaluation, and the customers complaint was not confirmed. During the evaluation it was noted that an error code indicting "the device software has detected a large pressure drop between the monitor and outlet pressure sensors" was recorded in the device event log but did not reoccur and was not duplicated at service. The air pathway was inspected, and no environmental debris was found, however the device was contaminated with tobacco odor. In conclusion, the complete air pathway components would need to be replaced to resolve the issue of tobacco contamination, or the device would need to be scrapped. The service center is awaiting the customers response on how to proceed. Unrelated to the reportable malfunction, during the evaluation an error code in relation to "erase or write a calibration data table" was recorded in the device event log therefore the software was upgraded to version 1.06.15.00 to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.